Event description:
Power supply failure on units. (B)(6) has experienced failure is on 7 units with a 2-month period. Pt: 4582. Device: 2588; 1198. Referenced reports:mw5175054, mw5175055, mw5175056, mw5175057, mw5175058, mw5175059.